Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a highest continuous glucose monitor (cgm) reading of 345 mg/dl for approximately seven hours while using the ilet system with a freestyle libre 3+ cgm. The event was associated with missed dinner meal announcements after eating an entire sushi roll and a pattern of fasting or light daytime intake followed by a heavier evening meal. Symptoms included elevated blood glucose. Outcomes included the need for troubleshooting and education without hospitalization. Investigation included a review of usage history, cgm trends, and user-reported behaviors. Investigation of this case revealed no device or component malfunction and identified user management factors, specifically missed meal announcements and variable meal timing, as the contributors to the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was user management and technique related.